Event description:
The hosp report as communicated by the facility alleges: "two incidents have been associated with the user of one unit and the third incident with a second unit. The unit assoicated with two incidents has been withdrawn from service for testing. In the last year there have been 3 incidents of pts going into ventricular fibrillation during sternal opening. These incidents have taken place in one particular theatre. One pt was high risk (pt with abnormal coronary artery and pre-operative myocardial infarction) but the other two were not predisposed to arrhythmia's and responded favourably to defibrillation." Further info from the facility indicates that one surgical case may "possibly" involve a pt death. However, according to conversations with personnel at the facility, the deceased was seriously ill and the illness could possibly be the cause of death.